Manufacturer narrative:
The customer¿s e801 module serial number was (B)(6) .

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tsh elecsys e2g 300 v2 (tsh) and elecsys ft3 (ft3) on a cobas 8000 e 801 module compared to the abbott method. This medwatch will cover ft3. Refer to medwatch with a1 patient identifier (B)(6) for information on the tsh results. Refer to the attached data for the patient results.

Manufacturer narrative:
The sample was tested on an e801 module at the investigation site. See attached data for the additional discrepant ft3 and tsh results. The e801 module serial number used at the investigation site was (B)(6). The tsh reagent lot number used at the investigation site was 717918 with an expiration date of 31-oct-2024. The ft3 reagent lot number used at the investigation site was 737314 with an expiration date of 30-nov-2024. The sample was requested for further investigation, however, there was insufficient sample material remaining for additional testing. The investigation did not identify a product problem. The cause of the event could not be determined.